Event description:
It is reported that the back light on the customer's insulin pump does not work even after replacing the batteries with new ones. The patient's blood glucose level was at 111 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump was received with no back light due to a faulty panel.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.